Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the spindle housing. Additionally the bearing stop was pressing the spindle housing down and there was a broken bearing on the driveshaft.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.